Manufacturer narrative:
The investigation was based on the reported event and enhanced information like service information and logfile analysis, manufactured in august 2009. According to the logfile analysis it could be determined that the affected device has continued ventilation until it was switched to standby or off at the reported time. The entries of the statistical logbook give a strong hint to emc disturbances which led most likely to a display artifact but did not affect ventilation. The log file does not contain any entries relating to a ventilation stop as a malfunction of the device. No warm start or similar event was logged in the entire log file. The device alarmed and behaved as specified. The functional safety of the evita 4 consists in controlled and monitored patient ventilation with user-defined settings for the monitoring functions. The evita 4 is equipped with basic safety features to reduce the possibility of patient injury while the cause of an alarm is remedied. According to the investigation results we can assume that the emc disturbance affect the display and the user put the device into stand-by mode several times. The number of malfunctioning regarding the emc issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the ventilator switched itself off during a running ventilation episode without obvious reason. The event resulted in the death of the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the ventilator swithced itself off during a running ventilation episode without obvious reason. The event resulted in the death of the patient.